Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va14xvn, implanted: (B)(6) 2016, product type: lead. Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that she experienced shocking/jolting at lead location since trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.